Event description:
It was reported that the user contacted support after observing a possible double meal announcement for breakfast and confirmed through the device history that a duplicate meal announcement had been entered, which constituted a use-of-device problem. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and user error consistent with an accidental duplicate meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.